Event description:
It was reported the tip of the cannula would not pass through an introducer guide during a biopsy procedure. Upon visual inspection, a burr was noted. The same incident occurred with another device (please reference 6000037-2000-00058). Since no other asap needle devices were available, the physician removed the introducer and made a second puncture with another MFR's device which caused some bleeding and add'l pain. The procedure was completed successfully with another MFR's device. No pt sequelae resulted from this event. The device is currently being evaluated by this MFR. A supplement will be forwarded upon completion of the engineering evaluation. The co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair. Warning: test firing the needle without stabilization may damage the cannula tip. Do not leave the needle cooked with the springs under tension until ready to use."